Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. An 8fr. Mach1 al2 guide catheter was used in a graft to the right coronary artery. A proxis protection device was used for distal protection as there was no "landing zone" for a filterwire. After inserting and inflating the proxis balloon, a stabilizer wire was advanced across the lesion just proximal to the crux. A 3.5x12mm maverick baloon was used to predilate a 90% stenosed, non-calcified in-stent restenosis (isr). The maverick balloon was inflated to 16 atms's. A taxus express2 4.0x20mm drug eluting stent was advanced to the lesion and deployed at 16 atm's. A taxus express2 4.0x20mm drug eluting stent was advanced to the lesion and deployed at 16 atm's for 20 seconds. On attempting to remove the balloon, significant balloon withdrawal difficulty was experienced. The pt was experiencing pain due to the obstruction of blood flow from the inflated proxis balloon, so the physician deflated and removed the proxis device although it was not intended to be removed at that time. He reinflated the taxus balloon to 10 atm's for 30 seconds. He was then able, with steady force, to successfully remove the balloon despite continued balloon withdrawal resistance. The physician successfully completed the procedure and the pt was transferred to the floor. No pt complications occurred. Pt status is satisfactory.